Event description:
Kendall enema bag used to administer tap water enema prior to colonoscopy. During the procedure rectal abrasions noted at approximately 10 cm. Abrasions noted on prior pts with similar procedures. Enema bag tubing has sharp inner surface on insertion end.